Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness, right breast prosthesis rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via health (B)(6) aer #(B)(4)) that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis (left device) and a mentor memorygel breast implant 475cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including weight loss, nausea, vomiting, heartburn, pain in upper abdomen, irregular stools, hypotension, dizziness, fatigue, body aches, repeated utis, night sweats, headaches, hair loss, memory loss, difficulty concentrating, sleep issues, irregular pulse, swollen glands, and a liver injury. The root cause of the patient¿s symptoms is unclear. Additionally, rupture of the patient¿s right breast prosthesis was reported. The rupture was diagnosed via MRI and attributed to when the patient fell from a horse. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness, right breast prosthesis rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via health (B)(6) aer #(B)(4)) that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis (left device) and a mentor memorygel breast implant 475cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including weight loss, nausea, vomiting, heartburn, pain in upper abdomen, irregular stools, hypotension, dizziness, fatigue, body aches, repeated utis, night sweats, headaches, hair loss, memory loss, difficulty concentrating, sleep issues, irregular pulse, swollen glands, and a liver injury. The root cause of the patient¿s symptoms is unclear. Additionally, rupture of the patient¿s right breast prosthesis was reported. The rupture was diagnosed via MRI and attributed to when the patient fell from a horse. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.